Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient returned from a vacation cruise today and did not turn off their ins at any point (when going through security at airport, etc). However the caller states he had a loss of urine control today and connected to ins to find the ins was turned off. Pt was able to turn ins back on. Agent reviewed that the ins is engineered in such a way that it should not turn itself off/on unless prompted by the therapy application. Pt noted he will be meeting with his doctor on this coming tuesday, and the agent advised the pt/doctor can call with questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.